Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the distal end with ccd module/us probe as defective.based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe.in addition, our technician confirmed that the light guide cable buckled, the us connector cable (long) buckled, the us connector/junction cable (short) buckled, the objective prism cracked, the lcb distal cover glass cracked, the us connector cable (long) cut, the segment hard to move, and the adjusting collar rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure